Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8332h shaver hp was causing interference. It interfered with the patient's EKG monitor when used in the case. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (No problem found) the evaluation did not reveal any issues relevant to the reported event, "on (B)(6) 2023, it was reported by a sales representative via sems that an ar-8332h shaver hp was causing interference. It interfered with the patient's EKG monitor when used in the case. This was discovered during an unspecified procedure, with no patient harm." No problem found.